Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive debug testing without duplicating a malfunction to the device. The smart pneumatic module board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "o2 valve fault- 3012", "o2 valve fault - 2012", and "valve failure - 1010" messages. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "o2 valve fault- 3012", "o2 valve fault - 2012", and "o2 valve failure - 1012" messages. Complainant indicated that the clinician manually ventilated the patient to continuue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.